Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent breast prosthesis implantation surgery with two 425cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient suffered several unexplained systemic symptoms, including pain, fatigue, brain fog, memory issues, hair loss, and anxiety. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.this medwatch form is for the right breast prosthesis.